Manufacturer narrative:
A product was not returned for analysis. Complaint history and product history records were reviewed, and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Event description:
A physician reported that during an intraocular lens (iol) implant procedure, when the lens was being delivered/at injection stage, the injector burst. Upon inspection, the lens was found to be scratched. There was no patient contact, and the procedure was completed on the same day with unspecified lens with no further intervention. Additional information was requested but is not available at the time of this report.